Manufacturer narrative:
-Bg dropped to 40 mg/dl first week in (B)(6) and pt was disoriented. -pt's sister called the paramedics who checked pt's bg at 40mg/dl and provided treatment and bg reached 70mg/dl. -the paramedics transported the pt to the hospital and bg was checked low again, level unknown. -the pt was provided further treatment and bg reached 150mg/dl; pt was admitted overnight and discharged -pt continued to take metformin with vgo when metformin had been discontinued. -pt has continued to use the vgo but is now eating 3 meals a day, not taking metformin and bg is 90-340 mg/dl with the higher bg due to something she ate. -v-go device was not returned for investigation.

Event description:
Pt has type 2 diabetes. Pre-vgo bg 100s-200s mg/dl, a1c unknown by daughter or pt taking 60 units of lantus/daily. Using vgo 40 bg 40-340 mg/dl, taking 5 clicks with meals with 1 click = 2 units and metformin which pt discontinued after the hospitalization. Bg dropped to 40 mg/dl first week in (B)(6) and pt was disoriented. Pt's sister called the paramedics who checked pt's bg at 40mg/dl and provided treatment and bg reached 70mg/dl. The paramedics transported the pt. To the hospital and bg was checked low again, level unknown. The pt was provided further treatment and bg reached 150mg/dl; pt was admitted overnight and discharged. Pt continued to take metformin with vgo when metformin had been discontinued. The pt was reeducated on how to use vgo (B)(6) 2017. Pt has continued to use the vgo but is now eating 3 meals a day, not taking metformin and bg is 90-340 mg/dl with the higher bg due to something she ate. V-go device was not returned for investigation.

Manufacturer narrative:
Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.